Event description:
It was reported an angio-seal device was deployed in the brachial artery to seal the arteritotmy site and not in the femoral artery as indicated in the angio-seal instructions for use. Several days later, the patient presented with numbness and discoloration in the procedure arm. An ultrasound revealed an occlusion. The patient underwent surgery, where a section of green tubing was removed. The patient was reportedly recovering.